Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 15jun2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
A customer device was returned to pentax medical on 12/jun/2018 and inspection of the unit was performed on 13/jun/2018 where the quality control inspector found the following: air/ water nozzle clogged. Distal cap - fixed type failed epoxy seal integrity inspection. Air/ water socket cylinder o-ring chipped. Passed wet leak test. Passed dry leak test. Insertion tube mild discoloration at stage 1. Umbilical cable single buckled under pve root brace. Sluggish air delivery function. Sluggish water delivery function. Customer complaint confirmed. Fluid invasion not observed in control body. Fluid invasion not observed in pve connector. Insertion tube mild discoloration at stage 2. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs to included distal case/cap, which will be resealed pursuant to the field correction, and return to the user upon completion. Parts replaced: o-rings and seals.